Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a shocking/jolting sensation upon waking and bending over, three days after implantation of the neurostimulator. The patient was in pain and unable to walk due to the pain. The device area was warm to the touch, pink and swollen. The patient was not able to adjust the stimulation with the patient programmer. A poor communication screen was displayed on the programmer. It could not be determined if the neurostimulator was turned on or off. It was later reported that the patient met with the physician and the manufacturer representative the following day. An impedance check was performed, and impedance readings were "fine." The patient was reprogrammed on (B)(6) 2011. The swelling resolved and the patient received effective therapy.